Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect troponin result on two patients. The result provided were: on (B)(6) 2024 sid (B)(6) initial= 0.142 ng/ml /repeated=0.011 ng/ml, sid (B)(6) initial=0.085 ng/ml/repeated=< 0.010 ng/ml. Laboratory reference range for troponin; male= 0.000 to 0.033 pg/ml; female=0.000-0.013 pg/ml. The precision data provided for troubleshooting purpose. There was no reported impact to patient management.

Manufacturer narrative:
This report send to make correction on type of investigation from b02 to b01.

Event description:
The customer observed falsely elevated architect troponin result on two patients. The result provided were: on (B)(6) 2024 sid (B)(6) initial= 0.142 ng/ml /repeated=0.011 ng/ml. Sid (B)(6) initial=0.085 ng/ml/repeated=< 0.010 ng/ml. Laboratory reference range for troponin; male= 0.000 to 0.033 pg/ml; female=0.000-0.013 pg/ml. The precision data provided for troubleshooting purpose. There was no reported impact to patient management.

Event description:
The customer observed falsely elevated architect troponin result on two patients. The result provided were: on (B)(6) 2024 sid (B)(6) initial= 0.142 ng/ml /repeated=0.011 ng/ml. Sid (B)(6) initial=0.085 ng/ml/repeated=< 0.010 ng/ml. Laboratory reference range for troponin; male= 0.000 to 0.033 pg/ml; female=0.000-0.013 pg/ml. The precision data provided for troubleshooting purpose. There was no reported impact to patient management.

Manufacturer narrative:
The customer observed that the arc wash cup bafl was turned the wrong way and was pierced. The arc wash cup bafl (list number 01p41-01) was replaced and deemed the likely cause for the false elevated architect stat troponin result. The service history of the archictect i1000sr, serial # (B)(6) no additional tickets regarding false elevated stat troponin patient results. A review of the architect (B)(6) instrument service history, identified no contributing factors to the discrepant result. The architect system operations manual provide adequate information, troubleshooting, removal, and replacement of the arc wash cup bafl including operational precautions and limitations, error code corrective actions; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. A review of the architect I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the arc wash cup bafl revealed no trends or systemic issues. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect i1000sr, sn (B)(6) or arc, wash cup bafl.